Manufacturer narrative:
Submit date: 03/06/2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 02/19/09 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter broke due to the wall of the catheter being very thin near the tunnel. Patient was given precautionary antibiotics and catheter was replaced.